Event description:
It was reported that the patient passed away. Follow up with the funeral home revealed that the patient passed away due to respiratory failure and aspiration pneumonitis. The device was left implanted in the patient and likely destroyed during the cremation process. No additional relevant information has been received to date.